Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a posterior l4-l5, l5-s1 fusion using rhbmp-2/acs and interbody spacers. Reportedly, rhbmp-2/acs was placed directly into the disc space as well as in the interbody spacers. In (B)(6) 2008, the patient was diagnosed with inflammation secondary to rhbmp-2/acs. As a result, the patient has allegedly required extensive medical treatment. Reportedly, the patient suffered injuries, including, but not limited to an inflammatory reaction to rhbmp-2/acs and chronic pain. The patient continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: post laminectomy syndrome. Recurrent disk herniation and lumbar instability at l4-5 and l5-s1. Patient underwent the following procedures: lumbar re-exploration. Left l4-5 diskectomy. Right l5-s1 foraminotomy. Transforaminal lumbar interbody fusion and pedicle screw fusion at l4, l5 and s1. Rhbmp-2 autologous bone was used. As per-op notes: disk material was removed at l4 and 10x15x28mm oval spacer was placed at l4-5 and a 10x12x28mm oval spacer was placed at l5-s1. After interspace was filled with rhbmp-2 banked autologous bone as well as spacer placed with rhbmp-2 these tlif spacers were hammered. On (B)(6) 2008: patient was discharged today. Principal diagnosis: lumbar instability. On (B)(6) 2008: patient presented with chief complaint of back and leg pain. Pre-op diagnosis: lumbar radiculopathy to nerve root compression l5-s1. Epidural hematoma. Patient underwent the following procedure: lumbar re-exploration, drainage of left l5-s1 hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.